Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated or confirmed. However, it was noted that the device failed a leak test due to a puncture on the cable. In addition, a faded serial plate was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the white balance did not function and a "dark picture" was present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the temporary malfunction (loss of image) occurred because of an internal short-circuited signal. It's probable the short-circuit occurred due to water leakage from the punctured cable. The root cause of the punctured cable was unable to be identified. Olympus will continue to monitor field performance for this device.